Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing intermittent low blood glucose (bg) levels (34, 48 mg/dl). Food was consumed by the customer to address the low bg level on one occasion; the treatment for the other low bg was not known. The supplies on the pump were changed. The contact thought that the changes that were made to the pump settings may have been the cause of the low bg levels. Tandem technical support advised the customer to consult with a healthcare provider regarding the settings. The contact acknowledged the advise.